Event description:
¿It was reported that during the procedure, the physician detached the subject coil and tried to retract the delivery wire. While retraction, it was noticed that the subject coil was not detached and came off along with the delivery wire. Physician tried to retract the delivery wire but the subject coil detached prematurely inside the patient¿s anatomy. A snare device was used to remove the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the main coil was seen to be kinked/bent. The main coil was seen to be detached/separated. The coil delivery wire was not returned. The coil introducer sheath was not returned. Functional inspection, could not be carried out because delivery wire was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. During analysis, it was noted that the coil delivery wire was not returned, the main coil was seen to be kinked/bent and detached separated. An assignable cause of procedural factors was assigned to the as reported/as analyzed main coil prematurely detached/separated during use, and the as reported main coil false detachment signal, and the as analyzed main coil kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
¿It was reported that during the procedure, the physician detached the subject coil and tried to retract the delivery wire. While retraction, it was noticed that the subject coil was not detached and came off along with the delivery wire. Physician tried to retract the delivery wire but the subject coil detached prematurely inside the patient¿s anatomy. A snare device was used to remove the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.